Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Mps reported that during the tibial cut the arm moved rapidly and injured some of the surrounding soft tissues. On inspection the tibial array was compromised (extremely loose) and it rotated 90 degrees from the original position causing the arm to follow. To cover all bases we requested both mako systems to be tested to make sure they were operating correctly. Arm locked in patient protocol followed. Partial damage to mcl which was repaired by surgeon.

Manufacturer narrative:
As per update in executive summary. "We have 2 robots at that hospital and both systems were required to be checked and tested as fit for purpose after the mentioned bone preparation incident. The actual incident occurred on rob643. Rob1489 was inspected also whilst the engineer was onsite." The incident that occurred on rob643, has been reported as MFR report # 3005985723-2025-00054. As no incident occurred involving rob1489, this MFR report 3005985723-2025-00056 is being closed as a non reportable incident.

Event description:
Update: "we have 2 robots at that hospital and both systems were required to be checked and tested as fit for purpose after the mentioned bone preparation incident. The actual incident occurred on rob643. Rob1489 was inspected also whilst the engineer was onsite."